Manufacturer narrative:
Terumo did receive the actual device for evaluation. Visual inspection did not note any visual defects. Dimensional measurements met specifications. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during set-up, there was a concern about the consistency of the tubing wall thickness. There was no blood loss and the surgery was completed successfully.